Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 4 was failed. A field service engineer troubleshot the latch issue. The problem was traced to a missing screw and two loose screws. After replacing and tightening the screws, the latch began working correctly. The drawer now opens and closes properly, and the customer tested the operation successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 and auxiliary 1.2 were failed to open and unable to recover. The customer had hard rebooted the machine, but it was still not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.